Event description:
The pt underwent surgery for a distal femoral fracture with a competitors locking plate. The femoral bone fractured on the proximal part of the locking plate. On (B)(6) 2011, the pt underwent revision surgery with the t2 femoral nail. On (B)(6) 2011, the surgeon confirmed by x-ray that the nail was broken. The pt was revised.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.